Event description:
It was reported that during a da vinci assisted colostomy closure surgical procedure, the image on endoscope was inverted. The endoscope worked without any issues after placing the ports. The customer tried out two different endoscope prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse). The tse then asked customer to remove scope from universal surgical manipulator (usm2) of patient side cart (psc). Once the scope was removed, tse asked customer to press one of the port clutches to clear guided tool change. The endoscope was re-installed and was slowly advanced. The customer confirmed that image on endoscope was good. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope, but failure analysis has not yet been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope and completed failure analysis testing. The reported complaint was confirmed but not replicated. Error 45312 was found in the logs. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated, and found with aea shaft bearing, contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction.